Manufacturer narrative:
Additional information: corrected data: d4: (serial#). An evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated three (3) times and one (1) stent was found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. The injector¿s trocar was found broken. Further inspection of the insertion tube, simulator, and trocar identified surface features of the trocar indicating a tensile failure, likely caused by a heavily bias trocar during stent deployment. No other non-conformance's related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar tip broke during attempt to implant the stent from a trabecular microbypass stent system. Per report, the trocar fragment was removed intraoperatively with no report of patient injury. Additional information has been requested.